Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 435 mg/dl at the time of incident and blood glucose was 192 mg/dl at the time of the call. The customer was assisted with troubleshooting for sensor issues but declined for high blood glucose troubleshooting. The customer treated with insulin pump. Customer will not be returned device for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. (B)(4).